Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 8 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Blood glucose (bg) of 20 mg/dl was entered into the pump by the user on (B)(6) 2020 at 05:53:16 am. Continuous glucose monitor (cgm) values of 49 to 53 mg/dl were recorded at 3:27:41 pm to 3:37:41 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 3:27:41 pm on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 08:32:21 am on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) value of 53 was recorded at 3:47:41 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 3:27:41 pm on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 08:32:21 am on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) value of 52 was recorded at 9:37:41 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 9:12:41 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 4:34:02 pm, date: on (B)(6) 2020, iob: 27.34, time: 5:36:23 pm, date: on (B)(6) 2020, iob: 20.02, time: 8:13:01 pm, date: on (B)(6) 2020, iob: 2.61. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels ranging from 28-60 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg for all events. Recommendation was made to consult with a healthcare provider to discuss diabetes management.